Manufacturer narrative:
Updated fields: b4, b5, b6, b7, d8, d9, d10, g3, g6, h2, h3, h6 (health effect- impact code, investigation findings , investigation conclusion, type of investigation), h11. A getinge field service engineer (fse) evaluated the unit and found the hex connector where the catheter is inserted into the device was loose. All manifold tests failed. After tightening the hex connector and re-running the all manifold tests, all tests passed. Inspection was carried out based on the service manual and it was confirmed to be normal.

Event description:
It was reported by the customer before use that the cardiosave intra-aortic balloon pump (iabp) displayed an automatic filling error.at the time, a sound like gas leaking could be heard from the catheter insertion area. There was no harm or injury reported.

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) displayed an automatic filling error. There was no harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.